Event description:
It was initially reported that there was a strong friction between the guidewire and the subject microcatheter during advancement. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The subject device was returned for analysis and the device investigation revealed that the subject catheter inner ptfe (polytetrafluoroethylene) lining was peeling. There were no clinical consequences to the patient due to the event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device revealed the catheter shaft was kinked at 36.2cm and 145.5cm from the catheter hub. The catheter tip and the catheter hub were intact. Functional inspection was performed as a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed and ptfe (polytetrafluoroethylene) material exited the catheter shaft. A 0.0158" patency mandrel was advanced through the microcatheter with resistance felt at the kinked area. The reported defect was not confirmed during analysis however, the analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and flush was given to the catheter prior to guidewire insertion. The catheter shaft was found to be kinked and caused friction during analysis. The ptfe inner lining most likely peeled when advancing the guidewire during the procedure when friction was felt. The catheter may have become kinked removing from the dispenser coil or during preparation. The as reported as well as the as analyzed codes will be assigned ¿handling damage¿ because this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned.